Event description:
The pt had undergone bilateral mastectomy & breast reconstruction in the past. This had been done with double-lumen implants, & the pt had noted a decrease in size indicative of loss of saline from the outer compartments. The pt was counseled about the operation.